Event description:
The procedure was to treat a lesion in a ramus vein graft. The bmw guide wire was placed as a buddy wire and another company's stent was deployed,however, the bmw guide wire was inadvertently left in the graft and the distal end of the guide wire became trapped between the vessel wall and the deployed stent. After pulling to remove the guide wire, the distal end of the guide wire separated. The decision was made to leave the separated piece in the patient, where it remains trapped between the implanted stent and the vessel wall. There were no adverse patient effects reported.